Event description:
It was reported that the patient called in because she wanted help turning her device off. Patient services had the patient place antenna over implant then press the sync button. The patient reported nothing on the screen. Patient services recommended the patient get new aaa alkaline batteries and call us back. The patient only had aas. The patient was experiencing a loss of therapeutic effect. Patient services asked the patient why she wanted to turn her therapy off. The patient said the doctor's office wanted her to turn the device off. The patient is having an appointment with the representative. The patient said she hasn't been functioning properly. Regarding if her symptoms have returned, it was noted "yes". The patient said they never got the device working properly so her symptoms returned shortly after implant. They returned in (B)(6) 2011. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v735260, implanted: (B)(6) 2011, product type: lead. (B)(4).